Manufacturer narrative:
The device could not be paired to the master pdm and thus could not be downloaded, making it impossible to confirm whether or not a hazard alarm occurred. The cause of the hypothetical hazard alarm could not be determined. The bottom and top housing were found to have cracks. It is not clear when these cracks occurred. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. The batteries were measured very low, nearly entirely depleted. It could not be determined what caused the batteries to be so low of charge, even after having put them on an external power supply for 80hrs. Corrosion was found on the pcb, the mechanism rails and all three batteries. Is could not conclusively be determined what caused the corrosion of these components. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod. The pod had to be removed due to a communication error during operation. As treatment, a new pod was placed.